Event description:
A customer reported obtaining low sodium and low potassium patient results on their au480 instrument. The results were reported out of the laboratory. However, there was no report of change in patient treatment. The patient samples were repeated by another laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the electrolyte reference electrode, peristaltic tubing and ise reference valve. The issue was resolved. (B)(4).